Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the front end board (0670-00-1164). The fse performed an inspection and returned the unit to the customer. The iabp was determined to be ready for clinical use. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 11 jan 2024. The failure analysis and testing dept. Received part number 0670-00-1164 with a reported unit failure of the blood pressure waveform being distorted when an external blood pressure signal is input. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. Tested this part for 2 hours with no issues noticed. The blood pressure waveform was not distorted art all. Fat was not able to verify the reported issue. Sending the board to the supplier for failure analysis per procedure.

Event description:
It was reported that during service repair, the cardiosave intra-aortic balloon pump (iabp) units initial replacement front end board failed. When external blood pressure signal was input, the blood pressure waveform was distorted like noise. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The following was performed by technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following part from supplier on 29 aug 2024. Pn: 0670-00-1164 sn: (B)(6) front end board supplier investigation: the jp6, jp7 assembly was wrong. After correcting the jp6, jp7, the results of the hi-pot, ict and fct tests all passed. Retaining this board in the fat dept. Per procedure. The external ECG and bp signal ports on cardiosave are configurable to operate in two different modes, differential signaling or ground reference. The default being differential signal mode. These modes are configured by jumpers on the fe board which are configured in the field for the user. The optimum mode for signal noise immunity is the differential signaling mode, thus, a potential cause for signal reliability is noise on these signal lines when the device is configured for ground reference mode. While this mode does provide more versatility and ease with how external signal port cables are wired for connection, ground reference mode does not provide the same level of signal filtering for noise immunity as provided by differential signaling mode.